Event description:
Reportedly, the pacing system was implanted on(B)(6)2020 . On(B)(6)2020 , a pocket infection was suspected. The wound was red and swollen and, when cut with a scalpel, some liquid was observed. On (B)(6)2020 , the pacing system was explanted. Preliminary analysis showed that the subject pacemaker was sterilized and released according to all applicable standard operating procedures.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the pacing system was implanted on (B)(6) 2020. On (B)(6) 2020, a pocket infection was suspected. The wound was red and swollen and, when cut with a scalpel, some liquid was observed. On (B)(6)2020, the pacing system was explanted. Preliminary analysis showed that the subject pacemaker was sterilized and released according to all applicable standard operating procedures.